Manufacturer narrative:
The reported catheter has been returned to navilyst medical for evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted.

Event description:
As reported by navilyst medical's distributor in the (B)(4), the patient noticed that the purple lumen of his PICC has "gone opaque in colour" in two days prior to reporting. The lumen is still working and bleeding back and flushing, the other lumen (orange lumen) is clear in colour but is incidentally blocked - nurses urokinase it. It has since been removed and returned to navilyst medical. The IV drugs the patient has had recently are: palifermin, vit-k, ondansetron, cyclosporin, itraconazole, paracetamol, chloramphetamine, hydrocortisone, hartmans solution, high dose potassium, dexamethasone, etoposide, methotrexate.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 navilyst medical complaint report was reviewed for the xcela pasv PICC product family and the failure mode, "catheter occluded - removed." No adverse trend was indicated. The returned catheter was visually examined and the extension tubing was confirmed to be discolored, i.e., white in color. No molding or manufacturing non-conformances were visible. Per angiodynamics sr. Clinical medical specialist, a possible root cause for the discoloration may be the result of the chemical/medicine that the end user was injecting through the catheter. However, we cannot definitively determine a root cause for the discoloration, except to state that it does not appear to be related to the manufacturing process. The end user also reported that the orange lumen of the catheter was occluded, resulting in the device being removed. The valve discs in the hubs were confirmed to be slit and centered. No kinks, compressions, or other damage was visible on the catheter. During the cleaning process, when a 10ml syringe was used to infuse cleaning solution through the catheter, no obstructions or back pressure was noted. A 0.018" guidewire was then inserted through the lumens of the catheter without difficulty, confirming patency. Thus the reported issue of "occlusion" could not be confirmed. Visual inspection of the cross section of the tip of the catheter did not show any abnormalities/thin spots. The following dimensions were measured and found to be within specification: ID, od, septum wall, tubing wall, width of the lumen. Manufacturing process controls for the xcela pasv PICC include a 100 percent in-process visual inspection for molding defects and a guidewire insertion test to verify lumen patency. In addition, all catheters are 100 sprint tested after the guidewire verification to ensure the catheter does not leak. Visual inspection which included but is not limited to, visualizing for handling non-conformities such as scratches and kinked tubing as well as verifying the catheter was assembled correctly as per the drawing, also occurs. (B)(4).